Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown . Implant date: unknown implant date, sometimes in (B)(6) 2015, exact date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received a review of the device history records has been conducted. Part mfg date: 02/13/2015, part exp. Date: 01/2024, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7912790 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed, a review of the raw material device history record revealed this lot (7818863) met all specifications with no anomalies noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail system (tfn) insertion in (B)(6) 2015, exact date unknown. On unknown date, an x-ray revealed that the helical blade had advanced through the femoral head and into the acetabular cup. On (B)(6) 2015 the helical blade was removed and patient was revised and a screw was inserted. There was no surgical delay or patient harm reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Product will not be coming back. Expiration date of part #456.303s lot #7912790 is 01/2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: product will not be returned for further investigation.